Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid 3,000mcg/ml at a dose of 700 mcg per day via an implantable pump for spinal pain. The patient's medical history was requested but was not available from the customer. The patient's concomitant medications were not able to be obtained. It was reported the patient felt the pump was affecting their sexual performance and requested explant of their device system. It was not known what led to the event. The event date was not able to be obtained. The patient didn't provide details and only stated he couldn't perform. No troubleshooting occurred. The health care provider (hcp) reportedly offered many alternatives to explant but the patient refused. It was not known if the issue was resolved at the time of report. In terms of patient status at the time of this report, it was noted they were "alive - no injury". Upon requesting follow up to ask if the issue was resolved and obtain the patient's outcome, it was reported the rep didn't know if the issue had resolved. Additional information has been requested regarding if the issue was resolved following explant and the patient's outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the 8637-20 serial number (B)(4) found exterior damaged or missing outlet port. Analysis found bent outlet port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.